Manufacturer narrative:
On 10/7/2020, biosense webster inc. Received additional information which indicates the outcome of the pericardial effusion has been updated from resolving to resolved. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 4/22/2020, biosense webster inc. Received additional information which indicated that no medication was provided as a form of intervention and no other intervention/treatment was required. The event continues to be MDR reportable because extended hospitalization was required. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30178188l number, and no internal action was found during the review. Manufacturer¿s ref # (B)(4).

Event description:
During a clinical trial sponsored by biosense webster inc. (Bwi) it was reported that a (B)(6) female patient underwent a cardiac ablation procedure on (B)(6) 2019 with a thermocool® smart touch® sf uni-directional navigation catheter and developed pericardial effusion requiring medication. Post-procedure, the patient developed pericardial effusion. An unspecified medication was administered. In- patient hospitalization or prolongation of existing hospitalization was required. Issue is resolving. The principal investigator assessed the event as unrelated to the study device (visitag surpoint epu), unrelated to the study catheters, unrelated to the bwi non-investigational device and causal index procedure related.